Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Healthcare professional, later reported, "implant ruptured". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as surgical impact opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Additional observations: stress marks observed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported "implant ruptured". The device has been explanted.